Event description:
Radiologist reports that the radiopaque strip in these chest tubes have lower visibility than other chest tubes. Questioned lower level or thinner marker strip used in these tubes - more difficult to see marker on x-ray.